Manufacturer narrative:
Lot numbers of the devices and quantity: 60582341 (x7) 60590866 60632318 60656625 nine (9) investigations were completed during the period. Seven (7) products were returned and two (2) were not. A visual inspection did not reveal any obvious defects or damage. Functionality test was performed, and the result were found within specifications. The reported event was not confirmed. A review of the records related to the device that included labeling and trending was performed and showed that the devices and its components all met specifications prior to being released. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctors technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 10 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.